Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. Ablation was stopped using the double-stop technique. The pnp did not recover, and the case was aborted. The patient was placed under monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Patient files showed at least eight injections were performed with balloon catheter 2af284 with lot number 03056, on the date of the event without triggering of any system notice. There was no indication of a product malfunction and the balloon catheter was not returned for investigation. A clinical issue (phrenic nerve palsy (pnp)) was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.